Manufacturer narrative:
There was no instant detacher, microcatheter, or accessories returned with the device. The implant coil was already detached and implanted within the patient and therefore not returned for analysis. The axium prime pushwire was found broken between the positive load indicator and break indicator with the release wire extending out of the proximal end of the distal segment. This is indicative that a manual detachment was attempted at this location. The actuator interface, positive load indicator and part of the coupler tube was not returned for analysis. No damages or irregularities were found with the break indicator. The axium prime pushwire was found bent at ~1.6cm, ~40.8cm, and ~91.6cm from the proximal end. The coin was found pulled back from the lumen stop. The shield coil was present but stretched. Under microscope, the outer jacket was removed to gain access to the coin. The coin was measured in 3 locations and was found to be within specifications. Measured 0.077mm @ 0.063mm; measured 0.088mm @ 0.127mm; measured 0.091mm @ 0.275mm. The lumen stop and the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.0028¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00450¿and found to be within specification (0.00455"+/- 0.00010"). No other anomalies were observed. Based on the analysis performed, the axium prime coil could not be confirmed to have ¿non-detachment, detached w/ hypotube¿ as the device was returned with the implant coil already detached. There was evidence that a manual detachment was attempted by breaking the hypotube, although the break was not at the break indicator per instruction for use. It is not possible to determine the ¿non-detachment¿ from using the instant detacher as the actuator interface and implant coil was not returned and could not be analyzed. Possible causes for the reported failure are: damaged pusher, coin jammed at lumen stop, intact twr crimps, coil shield wrapped around the coil shell or proximal end of the implant coil, and detachment stick bent or out of specification. The coil shield was found stretched, which could potentially indicate entanglement with the implant coil. There was no non-conformance to the specifications that could potentially lead to the failure. Based on the returned device, the pushwire was found bent along its length, indicative of either high tortuosity or damage during return shipping to medtronic for analysis. Since the instant detacher, actuator interface, part of the coupler tube, and implant coil (with the detach element) were not returned, any contribution of the instant detacher, actuator interface, part of the coupler tube, and implant coil (with the detach element) to the ¿non-detachment, detached w/ hypotube¿ could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following report that the coil was used as per the instructions for use (IFU), but it could not be detached using the detacher, so manual detachment method was performed. Finally, the release wire was pulled, and the coil was detached. Two detachment attempts were made with the instant detacher and three manual detachment attempts were made. A new detacher was not used. This event occurred during the treatment of a ruptured, saccular aneurysm. The blood flow and the vessel anatomy were both normal.